Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry lens, dirty lens, puncture on the cable and the device failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. Scratched and blurry lens was due to dirty lens. The most probable cause of the complaint is traced to component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cloudy and scratched lens. The issue occurred during set up. There were no reports of patient involvement.